Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 45-400 (mg/dl). Customer reported that they believe that their basal insulin settings may be inadequate and caused the low bg levels, and customer ingested carbohydrates to stabilize bg levels. Reportedly, customer temporarily disconnected from the pump after experiencing their low bg levels and forgot to reconnect before falling asleep which caused the elevated bg levels. Customer administered a correction bolus to address elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.